Event description:
Per the clinic, the patient experienced overheating of external processor resulting in discomfort. No serious injury has occurred. The equipment was advised to be removed from service, and a replacement was sent.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).